Event description:
It was reported that the user received a glucose falling quickly alert with a concurrent capillary glucose of approximately 89 mg/dl, treated with oral fast-acting carbohydrate, and subsequently required assistance from emergency medical services, where an additional oral glucose gel was administered after a measured glucose of 69 mg/dl. Symptoms included hypoglycemia with a rapidly decreasing glucose level. Outcomes included the need for medical attention and guidance on treatment with oral glucose. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.